Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left common iliac artery. A 6.0 x 40, 75cm mustang¿ balloon catheter was advanced to dilate the lesion. During the first inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The device was complete removed and the procedure was completed with a non-bsc balloon. No patient complications were reported

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, results codes and conclusion codes updated. Device evaluated by MFR.: no issues were noted with the tip section of the device. The balloon had the appearance of having been inflated and deflated. As part of the analysis, the returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified medium that was present within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the medium before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device and subjected to positive pressure, the balloon inflated at the specified rated burst pressure without issue. The inflation device was verified at 24 atm before and after use. A visual and microscopic examination found no issue with the distal and proximal marker bands. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left common iliac artery. A 6.0 x 40, 75cm mustang¿ balloon catheter was advanced to dilate the lesion. During the first inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The device was complete removed and the procedure was completed with a non-bsc balloon. No patient complications were reported.